Event description:
It was reported to philips that the system failed to start intermittently due to a host pc hardware issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii; the system was verified operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).